Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The ring was no returned for eval, however, the production history file was reviewed, indicating that the device was released according to the product specifications. The reported event was of necrosis of the sigmoid colon proximal to the anastomotic site and is not related to the anastomosis. This event was classified by the surgeon as non-device related.

Event description:
The pt underwent laparoscopic assisted lar surgery with diverting ileostomy due to rectal cancer. End to end anastomosis was performed with the car. The pt complained fever at pod #4. Abdominal-pelvic CT revealed ischemic change above the anastomotic site. CT revealed ischemic change above the anastomotic site. Re-operation was decided at pod #5. Resection of the sigmoid colon was performed with end colostomy formation and diverting ileostomy repair.